Event description:
A customer observed patient sample results associated with the wrong patient demographics on the 5.1 fs analyzer. No erroneous results were reported. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the user edited the sample programming which resulted in mismatched sample ID and patient demographics. The current device labeling indicates that use of the save/next target will save all changes, including the sample ID. User error was the root cause of this event.